Event description:
Rec'd info regarding a cartridge alarm 19 during the load process. Reportedly, the customer's blood glucose level was 400 mg/dl with ketones. The customer's mother administered a manual injection and the blood glucose level went down within target range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted of the device has been rec'd.